Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had error code e311 displayed. The issue was found during sedation - device outside patient - to a therapeutic laparoscopic appendectomy procedure that was completed with an olympus back-up device. There were no reports of patient harm.